Manufacturer narrative:
Regarding the customer's alleged blood glucose issue, the device has been returned; however, a failure investigation regarding this issue was not completed

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was indicated that the contact was able to load a new cartridge successfully. In addition, the contact stated the customer has experienced ongoing elevated blood glucose (bg) levels with "some ketones". Reportedly, the contact believes it may be due to the customer being sick from a stomach virus. The contact administered correction boluses and consulted with health care provider to address this issue.